Event description:
Coiling treatment was conducted of a pauedo aneursym. It was reported that upon positioning, the coil prematurely detached within the catheter. The coil and catheter were removed together. No injury was reported with the patient as a result of the procedure, the patient was reported stable.

Manufacturer narrative:
The device involved in this event was not returned as it was reported discarded. Mvi reference number: (B)(4).